Event description:
A malfunction was reported on the pump, and no significant events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arose again.